Event description:
It was reported that the epidural catheter was in use for pain relief. The insertion was difficult due to the pt's arthritic condition. During removal of the catheter, it began to stretch and separated with approx 6cm retained in the pt. There is no plan to remove the piece of catheter. There were no further complications.